Event description:
It was reported that the ilet user rushed to work, forgot to announce a breakfast meal, later received a high glucose alert with a device reading of 399 mg/dl, and did not have immediate access to a glucometer or pump supplies. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically failure to follow instructions, associated with a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.